Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.